Event description:
It was reported that pump got wet and displayed malfunction code 24, after which customer performed reset on own. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty and shipping details, provided instructions for putting pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect cgm to replacement pump that was sent.